Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
The absorber canister was reseated and the issue was resolved. System was tested to factory's specifications.